Event description:
The customer reported they experienced unstable temperatures during the ablation procedure. Ultrasonic observation indicated they could not achieve the complete ablation for the planned area. The doctor suspended the case. The customer is planning an add'l procedure in the future. There was no harm to the patient.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for eval. Add'l questions in regard to the incident have been asked. If the sample is received, or if add'l info pertinent to the incident is obtained, a follow-up report will be submitted.